Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: at the close of the procedure, the surgeon became aware that one of the trocars had a piece missing from it. A small piece of the broken trocar was retrieved from the patient's abdomen. The surgeon took two thorough looks through out the abdomen to search for broken pieces. The surgeon determined that no more broken pieces could be found within the patient's abdomen.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/13/2015.